Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the lad and two in the 2nd diagonal. Approximately 10 months post index procedure patient suffered cardiogenic shock and expired. Cause of death was cardiac death. The event was not assessed for relatedness with device.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
The previously reported patient death was in reported in error. Patient is still alive and no other adverse events were reported for this patient.